Manufacturer narrative:
The device is not available for evaluation, however, lot history review will be conducted in due course.

Event description:
It was reported that the 1o2¿ valve (blue) w/check valve, rotating luer had a leak issue. It was stated that "on (B )(6) 2024, the nurse gave intravenous infusion to the patient. The patient was given multi- channel fluid rehydration after using the vantone valve for 3 minutes, the vantone valve was permeated and could not be used normally. A new vantone valve was immediately replaced." Intention for use was during infusion. There was patient involvement but unknown patient harm.

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint can be confirmed due to a lot history review. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history was reviewed and the lot was found to fall under the scope of CAPA-0008861.